Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no hardware failures present. A field service engineer powered down the station, checked the half height matrix drawer connections for drawer 2.1 and 2.2, ensured all connections were fully seated, verified that the latch sensor was in position, tested the system using the hardware test application, and confirmed that all sensors were fully functional and there was no faults seen when inventory counting drawers. The system functioned as intended when the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failed multiple times. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.